Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified the inserter tip fractured off. Complaint is confirmed. Review of the device history records identified no related deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information available at the time of this reporting.

Manufacturer narrative:
(B)(4). Foreign source: (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the device fractured during use and was retrieved from the patient wound. No further information available at this time.